Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in france reported during an operation on a patient with a cataract, the vitrectomy cutter stopped cutting but aspiration continued. Another device was required to be opened with a delay in completing the surgery. The delay time was not provided.

Manufacturer narrative:
The root cause for this complaint could not be determined since the complaint sample was not available for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.